Event description:
It was reported this right ventricular (rv) lead was found to be dislodged. Technical services looked at the most recent ventricular events and found the patient had a short run of atrial tachycardia. The rhythm appears on both the rv and right atrial (ra) channels and looked the same. Additionally, there has not been a successful right ventricular automatic threshold (rvat) test due to low evoked response. The patient was going to get chest x-rays. Subsequently, a lead revision was performed, and the same rv lead was used and re-implanted. No additional adverse patient effects were reported.